Event description:
The complainant had a battery failure on an automated impella controller (aic). Biomed to report battery failure on aic ic1240. The instructions for use was followed, and a backup controller was used instead. No lasting harm or injury.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the battery communication failure was due to a defective pbm pca. This report is being filed as part of a retrospective review of historical records.